Manufacturer narrative:
Additional information: patient recovered. Event was classified as stroke. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: index procedure date was updated to (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx drug eluting stents were implanted, three in the lad and one in the cx. Approximately 18 months post procedure, the patient suffered cerebral infarction. The event was treated with hospitalization and medication. Patient is recovering. The investigator and the sponsor assessed the event as not related to the device or the anti-platelet medication.